Event description:
The manufacturer received information alleging a "service required" condition related to the battery charge occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" condition related to the battery charge occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the device was observed.